Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the aviva system used. (B)(4).

Event description:
Reporter alleged obtaining a result of 246 mg/dl on the advantage system compared back to back with a result of 97 mg/dl on the aviva system when testing was performed within 10 minutes. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported by a user facility medwatch report that it appears a bolt is coming loose which could possibly cause the brakes not to function properly. Additionally, it was reported that some units have had bolts loosen on the lift housing motor. No adverse events have been reported.